Event description:
When using the herbal scented pads that I bought out of curiosity thinking they would look good was appalled when I found out that less than ten minutes after it didn't feel cool, it felt like burning, the affects only worsened and I thought maybe it was just me but looking deeper into it, so many others have had the same reaction. How is this product still out there? Anyways, I've yet to go to a doctor but it has been worsening and I fear what may be soon to come.